Event description:
It was reported that the cage was collapsed or broken post-operatively. The patient was in pain. A revision surgery will be required but not scheduled yet.

Manufacturer narrative:
Methods: risk assessment was conducted; however, visual, dimensional, functional, material and trend analysis nor device history records could not be performed as a valid catalog and lot code was not provided as the device is still implanted in the patient. Results: the customer reported event was confirmed via x-ray. Additionally, it was also reported that the initial procedure performed (B)(6) 2018 was completed without any complications, however, it is unknown if excess force was applied while implanting the cage, if the patient fused, if the patient had a tight disc space, or if the patient fell post operatively. Bone quality of the patient is also unknown. Conclusion: due to lack of information, root cause of the reported event could not be determined conclusively. Probable root causes include: patient falls. Patient does not adhere to activity restrictions (short term) provided by surgeon. Oic surgical technique states that: the surgeon must warn the patient that the device cannot and does not replicate the flexibility, strength, reliability or durability of normal healthy bone, that the implant can break or become damaged as a result of strenuous activity or trauma, and that the device may need to be replaced in the future. If the patient is involved in an occupation or activity which applies inordinate stress upon the implant (e.g., substantial walking, running, lifting, or muscle strain) the surgeon must advice the patient that resultant forces can cause failure of the device. Patients who smoke have been shown to have an increased incidence of non-unions. Surgeons must advise patients of this fact and warn of the potential consequences. For diseased patients with degenerative disease, the progression of degenerative disease may be so advanced at the time of implantation that it may substantially decrease the expected useful life of the appliance. In such cases, orthopaedic devices may be considered only as a delaying technique or to provide temporary relief.

Event description:
It was reported that the cage was collapsed or broken post-operatively. The patient was in pain. A revision surgery will be required but not scheduled yet.